Event description:
It was reported that a malfunction alarm occurred, identified by malfunction code 9. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer was assisted by technical support to reset the pump, as guidance was provided for performing the reset without a charger. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.